Event description:
Information was received indicating that the device was in use with patient and cuff leak occurred. The tube had to be removed and replaced. There were no further adverse effects reported.